Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n543166, implanted: (B)(6) 2015, product type: accessory. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported there was a loss of stimulation and the patient had pain. Recharging instructions were reviewed. It was noted the patient spent the weekend in agony. The patient said she asked the manufacturer's representative (rep) several times how to charge and that she went through an excruciating surgery when the device was implanted. The patient said the rep told her she would not remember anything anyway and would be fine until the next doctor visit, and the patient said he refused to tell her because he was in such a hurry to get out of there he did not set it up. For the whole weekend, the battery was dead and it would not charge. The patient said if there was an issue with this because it was overdischarged, she was going to contact a lawyer. It was noted the stimulation stopped on the friday night prior to the report and she had not been able to recharge on her own. The patient also said she spent a week and a half in the hospital to get out of pain, but no further information was able to be collected due to the call dis connecting. . It was also noted by the patient that her doctor did not know anything about the stimulator and that he told her to talk to the rep if she had a problem with the stimulator. The patient had an appointment with the healthcare provider on the afternoon of the report. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was implanted with an implantable neurostimulator for spinal pain. It was reported that the battery rotated and could never be charged. There were no further complications reported.